Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he lost the insulin pump. Customer's blood glucose level was 600 mg/dl. The customer treated his blood glucose level with a manual injection. The customer was wearing the insulin pump at the time of high blood glucose level. Troubleshooting was not possible due to loss of insulin pump. The device was not returned.